Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated that no microbes were detected from the subject device. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected from the subject device as follows. The user facility also reported that the subject device had been reprocessed using peracetic acid (anioxyde 1000, produced by anios) and a non-olympus automated endoscope reprocessor (medinorme, manufactured by (B)(4) ). There was no patient infection associated with this event reported. The 1st time: on january 11, 2018: over 100 cfu / endoscope (pseudomonas luteola), 2nd time: on january 25, 2018: over 100 cfu / endoscope (staphylococcus non-aureus), 3rd time: on february 8, 2018: instrument channel: 19 cfu / endoscope (bacillus sp.).